Manufacturer narrative:
On 06/07/2024, it was reported that there were multiple instances of delay in treatment due to the devices powering off. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 06/07/2024, it was reported that multiple pumps had an abrupt power off.